Event description:
Case description: this case was linked with case (B)(4), referring to the same reporter. This spontaneous report was received from a swiss physician and concerns an adult female patient. The patient was injected with a total of 3 ml of radiesse(+) into the back of the both hands, on 01-may-2024. Batch number was reported as a00086430 (expiry date: oct-2024). The batch record review was received and the lot number for radiesse(+) was confirmed as a00086430 (expiry date: oct-2024). A lot search in the global safety database was conducted. The patient was injected with 1.5 ml into each hand. Radiesse(+) was injected using a 23 g cannula. Radiesse(+) was diluted with 2.4 ml of teosyal resilient hyaluronic acid (rha) 4 and 2 ml of new cellular treatment factor (nctf) (product preparation issue, off label use of device). No further medication was used. The patient was previously injected with 1 ml of karisma and 1 ml of nctf, in (B)(6) 2024. The patient was not pregnant. In 2024, about one month after the radiesse(+) injection, the patient experienced whitish nodules on both hands. Initially, no abnormalities were noticed, and great results were reported. The nodules were painless, and no signs of infections or other changes were noticed. At the time of this report, the nodules were persistent, but less pronounced. Due to the provided information, the outcome of the event nodules was considered as resolving. The outcome of the event whitish was unknown. In the opinion of the reporter, the event was medically significant. Follow-up information was received on 19-aug-2025: this case was downgraded to not serious. The patient was doing well and the side effects disappeared. She was happy with the result. Due to the provided information, the outcome of the event nodules was considered as resolved, in 2025 (changed from resolving) and the outcome of the event whitish was considered as resolved (changed from unknown).

Manufacturer narrative:
The batch record review for radiesse(+), lot a00086430, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00086430) and no similar events were noted. Assessment by merz: the events occurred in compatible local relationship. Event onset was about one month after injection which is a long latency but still possible. Injection site nodule (serious) and injection site discoloration (non-serious) are expected based on the current valid swiss instructions for use (IFU) leaflet of radiesse (+) and can occur after treatment with radiesse (+). Off label use and product preparation issue are only coded for formal reasons. A dilution of radiesse (+) with nctf is no approved indication for radiesse (+) in switzerland. A possible confounding factor could be the dilution with nctf and the patients previous aesthetic treatments. In this case, the information provided is quite sparse and no further event details or corrective treatments performed were provided. Nevertheless a contributory role of the treatment with radiesse (+) cannot be excluded with certainty. Causality for the events is assessed as possibly related to the treatment with radiesse (+) due to compatible local and possible temporal relationship. This case is considered as serious with the serious event injection site nodule because a permanent damage cannot be excluded. Merz causality re-assessment due to follow-up information received on 19-aug-2025: this case was downgraded to non-serious. The outcome of the events was considered as resolved. Assessment by merz: the reported events occurred in compatible local relationship. Onset date of the events was about a month after the injection which is a long latency but still possible. Injection site nodule and injection site discolouration are expected based on the currently valid EU instructions for use (IFU) leaflet of radiesse(+). Product preparation issue and off label use of device were only coded for formal reasons. Dilution of radiesse(+) with teosyal resilient hyaluronic acid and new cellular treatment factor for injection into the hands is not approved based on the currently valid EU instructions for use leaflet of radiesse(+). Possible confounding factors include dilution with teosyal resilient hyaluronic acid and new cellular treatment factor and patients previous aesthetic treatments. However, the reported injection site reactions can occur after the treatment with radiesse(+). Therefore, causality for the events is assessed as possibly related to the treatment with radiesse(+).

Manufacturer narrative:
The batch record review for radiesse(+), lot a00086430, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00086430) and no similar events were noted. Assessment by merz: the events occurred in compatible local relationship. Event onset was about one month after injection which is a long latency but still possible. Injection site nodule (serious) and injection site discoloration (non-serious) are expected based on the current valid swiss instructions for use (IFU) leaflet of radiesse (+) and can occur after treatment with radiesse (+). Off label use and product preparation issue are only coded for formal reasons. A dilution of radiesse (+) with nctf is no approved indication for radiesse (+) in switzerland. A possible confounding factor could be the dilution with nctf and the patients previous aesthetic treatments. In this case, the information provided is quite sparse and no further event details or corrective treatments performed were provided. Nevertheless a contributory role of the treatment with radiesse (+) cannot be excluded with certainty. Causality for the events is assessed as possibly related to the treatment with radiesse (+) due to compatible local and possible temporal relationship. This case is considered as serious with the serious event injection site nodule because a permanent damage cannot be excluded.

Event description:
Case description: this case was linked with case (B)(4), referring to the same reporter. This spontaneous report was received from a swiss physician and concerns an adult female patient. The patient was injected with a total of 3 ml of radiesse(+) into the back of the both hands, on (B)(6) 2024. Batch number was reported as a00086430 (expiry date: oct-2024). The batch record review was received and the lot number for radiesse(+) was confirmed as a00086430 (expiry date: oct-2024). A lot search in the global safety database was conducted. The patient was injected with 1.5 ml into each hand. Radiesse(+) was injected using a 23 g cannula. Radiesse(+) was diluted with 2.4 ml of teosyal resilient hyaluronic acid (rha) 4 and 2 ml of new cellular treatment factor (nctf) (product preparation issue, off label use of device). No further medication was used. The patient was previously injected with 1 ml of karisma and 1 ml of nctf, in (B)(6) 2024. The patient was not pregnant. In 2024, about one month after the radiesse(+) injection, the patient experienced whitish nodules on both hands. Initially, no abnormalities were noticed, and great results were reported. The nodules were painless, and no signs of infections or other changes were noticed. At the time of this report, the nodules were persistent, but less pronounced. Due to the provided information, the outcome of the event nodules was considered as resolving. The outcome of the event whitish was unknown. In the opinion of the reporter, the event was medically significant.